Event description:
Breast implants have made me gain a ton of weight (was 109 pounds for 5 years prior and now I'm 125), constant fatigue, cannot look at bright light. I've done every blood test known. Low vitamin d levels. Reference report: mw5154472.